Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned delivery system device revealed the distal tip and distal part of the balloon with guidewire had separated from the delivery system. A balloon radial tear burst was confirmed. Balloon material was noted to be missing and was not returned. It was confirmed that there was no part of the balloon that had remained in the patient. It was suspected that during the sterilization process, as the device was being prepared to be packaged for return, some part of the balloon was missed and not included in the return package. There was also imagery provided for evaluation. A review of the provided imagery revealed the balloon burst during valve deployment. There was calcification present at the annulus, sinotubular junction (stj) and valve leaflets. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on the provided imagery and evaluation of the returned device. The available information suggests patient factors (calcification) likely contributed to the event. As observed during imagery review, calcification was present at the annulus, stj and valve leaflets. Additionally, it was believed that the root cause of the event was due to stj calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the difficulty withdrawing the delivery system through the vasculature and the separation of the distal tip and distal part of the balloon with guidewire from the delivery system, these events were also confirmed based on the provided imagery and evaluation of the returned device. The available information suggests procedural factors (altered balloon profile and device manipulation) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip and aortic wall during withdrawal, which would have then led to the experienced retrieval difficulty. Additional pull force/device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, during the transcatheter aortic valve replacement (tavr) procedure with a transcatheter heart valve (thv) via the transaortic approach, at the end of valve deployment, the certitude delivery system balloon burst. The delivery system was able to be withdrawn from the patient with no complications.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided and additional information based on initial evaluation of the returned device. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, health effect - impact code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Evaluation of the returned delivery system device revealed the distal tip was separated from the rest of the delivery system. The balloon burst was confirmed. It was noted that there appeared to be missing balloon material. Subsequently, additional information was received confirming there was no part of the balloon that had remained in the patient. It was suspected that during the sterilization process, as the device was being prepared to be packaged for return, some part of the balloon was missed and not included in the return package. It was also reported that there were some difficulties withdrawing the delivery system from the aorta due to the resistance of the radially burst balloon with the aortic wall. However, it was noted that the delivery system was able to be removed from the patient with no complications. The patient was stable post procedure. It was believed that sinotubular junction (stj) calcification may have caused the event. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. Additional information was received revealing the patient was undergoing a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve. It was noted that although the certitude delivery system balloon burst at the end of valve deployment, the valve was fully expanded. The patient was stable post tavr procedure. It was believed that the sinotubular junction (stj) calcification cause the balloon burst. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed a balloon burst that occurred during valve deployment. There was calcification present at the annulus, sinotubular junction (stj) and valve leaflets. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on the provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as it was noted during review of the imagery that there was calcification present at the annulus, stj and valve leaflets. Additionally, it was believed that the balloon burst was due to the stj calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.